Event description:
Customer reported via phone call to have received lost sensor alert. Customer also reports of having low blood glucose and getting into a vehicular accident but was not hurt. Customer's blood glucose was 44 mg/dl. Customer was attended by paramedics, but did not want to go to the hospital. Serter would be replaced as customer was having trouble serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.